Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump was losing time, minutes over a few days. The patient reset the date/time, but the pump setting continued to be losing time. There was no patient injury associated with this issue. As the pump issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: a timekeeping accuracy test was performed. The pump was found to be keeping time accurately. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.